Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 441mg/dl. The customer states they treated the high levels with manual injection. The customer states they were hospitalized for high blood glucose levels about a month ago. Troubleshoot was conducted. The customer was advised the no delivery alarm may be cleared through infusion set change. The customer is being sent tubing clamp, in order to conduct high pressure test and complete troubleshoot. The customer was advised to monitor the device and call back when items are received.